Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Home care patient reported that during the application of the listed device, the adhesive portion of the infusion set did not adhere and the infusion set fell away from the patient's body. The home care patient reported their blood glucose levels rose due to the interruption in insulin therapy. According to the home care patient, an insulin injection was administered to correct blood glucose levels. No permanent injury to patient reported.